Event description:
It was reported the patient had surgery to replace an ins battery that was at its end of life; they noted that they had spinal cord stimulators since 2000 and over the years had surgeries to replace batteries without healing problems. Following the surgery, the patient developed seroma, heat, and pain at the pocket site. A second surgery was required to drain the seroma and again the patient experienced seroma, heat, and pain at the pocket site, but this time there was wound dehiscence and the ins battery could be seen. The patient was sent to wound care. The patient's spouse was instructed to pack the wound at home. Wound care was unable to heal the wound, and the physician felt that the patient's body was rejecting the ins. The patient developed an ascending infection. There was a third surgery to remove the spinal cord stimulator, leaving only the patient's cervical spinal cord stimulator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).